Event description:
It was reported that during a gastrectomy procedure, it was found that deployed staples of the duodenum side were unformed at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.